Event description:
A customer contacted haemonetics on (B)(6) 2011 to report that the blood spill within their orthopat machine. No donor injury or reaction was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report that the blood spill within their orthopat machine. No donor injury or reaction was reported. No operator injury was reported. Device was evaluated and the reported blood spill was confirmed. As a result several parts were replaced including the power supply. Device is back in proper working condition. (B)(4).